Event description:
Investigation revealed that the display screen was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/07/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: evaluation revealed that the display screen was dim, faded and discolored. Unrelated to these issues, the keypad was found to be torn at the up arrow button. All of the keypad buttons responded appropriately.